Event description:
The facility contact reports an inability to lock the device with the first attempt. The device was able to be locked by the clinician on the second attempt. No user injury resulted. The device was discarded by the facility.